Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the 2.25x20 taxus liberte drug eluting stent would not deploy and stent damage was seen. The stent looked rough and damaged. The procedure was completed with another stent. No pt complications were reported. Pt status reported as "ok." This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.